Manufacturer narrative:
Additional information: patient identifier, date of event, event problem and evaluation codes.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a " downstream occlusion high" message. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "downstream occlusion sensor". No physical damage was found on the pump. Inspection of the pump's event log showed multiple "high pressure" messages. The pump was visually inspected and was tested for any signs of function and pressure failure. The reported problem was not duplicated. The pump passed the occlusion tests with results within specification. During the visual inspection, fluid ingression was visible on the downstream occlusion sensor. What caused the reported problem is unknown. Who caused the reported problem is unknown. The downstream sensor and seals were replaced as a preventative measure.